Manufacturer narrative:
Product performance engineering reviewed the incident information; however, there was no reported device malfunction and the product was not returned. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. The patient effect of thrombosis is listed in the electronic proglide instructions for use (eifu), as a potential adverse event associated with the use of the device. A medical review was performed and concluded the following: the patient underwent a tavr procedure (B)(6) 2023, and the right common femoral artery was closed with perclose proglide devices utilizing the pre-close technique. The patient returned to the hospital six days later (B)(6) 2023 with complaints of chest pain. The patient underwent a computed tomography scan for the chest pain and a small mural thrombus was incidentally found at the arterial access site. The thrombus was not related to the chest pain and the thrombus resolved without sequela and without treatment. Minor bleeding at the access site is a known complication of percutaneous procedures regardless of closure device use. There is no evidence to support a malfunction of the abbott devices. Based on the case information and related record review, a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined and the treatment appears to be related to the circumstances of the procedure. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.

Event description:
Subsequently to the initially filed report, additional information was received: two proglide devices were successfully placed during the initial procedure and used to successfully achieve hemostasis. No additional information was provided.

Event description:
Vantage clinical study patient ID: (B)(6). It was reported that an arteriotomy closure of the right common femoral artery (rcfa) using a proglide device relative to a transcatheter aortic valve replacement (tavr) interventional procedure was completed on (B)(6) 2023. Reportedly, on (B)(6) 2023, computed tomography was performed and a small mural thrombus was observed within the rcfa, presumably at the arterial access site. The thrombus resolved without sequela and without treatment. No additional information was provided.

Manufacturer narrative:
D4: the UDI is unknown due to the part/lot number was not provided. Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.